Event description:
The catheter was over torqued within the vessel, kinked and separated.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the catheter's body was fractured approximately 32.2 cm distal to the proximal end of the hub. The catheter body material at both fractured areas was noted to be severely over-torqued. Dimensional examination: the iner diameter of the catheter's tip and the outer diameter of the body were found to be within dimensional specifications. A lot history review revealed no other complaints of this nature have been received for the products from this sterile lot. It appears that the catheter was torqued to overload, and subsequent fracture. Events such as this are typically related to technique and skill and not to any type of product or malfunction.